Manufacturer narrative:
(B)(6). Getinge field service engineer visited the hospital, and performed the inspection on the involved unit. There was no abnormal observed on the cover and the unit, then the cover was reinstalled by getinge field service engineer. The unit was verified in good condition and could put in use. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge received feedback from hospital that the upper cover of moduevo detached and fell to the ground during using. There was no patient involved and no injury reported.